Event description:
It was observed that during the device evaluation, the rigid video laparoscope presented the following malfunctions: outer tube bent, component failure of the rigid tube, component failure of the objective lens, the light guide bundle was chipped, component failure of the distal end of the video telescope, component failure of the serial ring, failure in the adhesive material of the objective lens, component failure of the universal cable, the objective lens was contaminated, lens dirt. Flare in the image and insufficient light. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the results of the investigation, the following conditions were identified as likely contributors to the reported malfunctions: the outer tube was bent; component failures occurred in the rigid tube, objective lens, distal end of the video telescope, serial ring, and universal cable; the light guide bundle was chipped; adhesive material associated with the objective lens failed; the objective lens exhibited contamination and dirt; and image quality issues such as flare and insufficient illumination were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.